Manufacturer narrative:
(B)(4) batch # (B)(4). The analysis results showed that one ecr45b reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastroplasty procedure, the surgeon claimed overheating of the device during use. The operator perceived a difficulty in positioning the load in the stapler, this only occurred in the fourth load, at the first three normal positioning occurred. When the surgeon shot, the device caught and did not progress. The load was removed and replaced with another, using the same stapler and the surgery ran normally. There were no adverse consequences for the patient.